Event description:
A caller, calling on behalf of a customer reported the customer experienced an infection while wearing an adc freestyle libre sensor. Caller noted the allergic symptoms have occurred for three months and involved three sensors. It was further reported the insertion site had ¿redness, which was limited to the sensor¿ area. On (B)(6) 2019 customer had contact with a healthcare provider and was prescribed an unspecified ¿nasospray¿ to be applied to the skin prior to insertion of a new sensor, diprosone cream 0.05 (betamethasone dipropionate, a corticosteroid) and an unspecified antibiotic cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer reported the customer experienced an infection while wearing an adc freestyle libre sensor. Caller noted the allergic symptoms have occurred for three months and involved three sensors. It was further reported the insertion site had ¿redness, which was limited to the sensor¿ area. On (B)(6) 2019 customer had contact with a healthcare provider and was prescribed an unspecified ¿nasospray¿ to be applied to the skin prior to insertion of a new sensor, diprosone cream 0.05 (betamethasone dipropionate, a corticosteroid) and an unspecified antibiotic cream. There was no report of death or permanent injury associated with this event.